Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the site on (B)(4) 2013 and replaced the mixer motor, paddle, and ion-selective electrode (ise) d-pot. The customer called again on (B)(6) 2013 for erratic ise results and noted the ise j-nozzles were leaking. The fse visited the site on (B)(4) 2013 and noted that the mixer paddle in the ise cup was bent again. The fse replaced mixer paddle again, and calibrated ise several times. The customer then ran quality control tests which produced acceptable results within specifications. Preventive maintenance was performed on this analyzer on (B)(4) 2013. The customer called on (B)(6) 2013 and again reported erratic ise results. Beckman coulter application scientist and fse visited the site on (B)(4) 2013, replaced sample syringes and sample probes, and re-fitted j-nozzles to prevent any leaks. At this time, the customer has not reported further issues.

Event description:
The customer reported to beckman coulter that the beckman coulter au2700 clinical chemistry analyzer generated erratic sodium (na) and potassium (k) results. The results were not reported out of the laboratory. The customer initially contacted on (B)(6) 2013, and again on (B)(6) 2013 after service repairs were performed by beckman coulter, and reported similar incidents. The incidents were reported to have occurred on six (6) separate days during (B)(6) 2013 to (B)(6) 2013 involving total six (6) patient samples. There was no report of death, injury, or change to patient treatment in connection with these incidents. This report documents the incident on (B)(6) 2013.